Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on monitor were not working properly.